Event description:
It was reported that the target lesion is in the right coronary artery, with mild tortuosity, moderate calcification, an eccentric lesion, with restenosis of a previous lesion that had been treated with plain old balloon angioplasty and 100% new stenosis. The target vessel diameter is 3.5 mm and the target lesion length is 10 mm. After delivering the guide wire to the target lesion, the trek dilatation balloon was inflated once in the lesion to 3-5 atmospheres for 10 seconds; however, the balloon ruptured. Another trek dilatation balloon was used to complete the predilatation and a non-abbott stent was implanted successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, progress 140t. Guide cath: heartrail ii jr4.0. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Return of the balloon catheter may have further aided the investigation. There was no report of any leaks noted during preparation indicating that the balloon was not damaged prior to the procedure. The lesion was characterized as mildly tortuous, moderately calcified and 100% restenosed, which likely contributed to the reported event. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured during an inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify that balloons meet rated burst pressure (rbp). A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Based on the information received with this incident, the reported balloon rupture appears to be related to the operational context of the procedure and not a product quality deficiency.